Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of circulatory failure and cardiac arrest could not be conclusively established through this evaluation. The patient expired on (B)(6) 2022 due to circulatory failure and cardiac arrest. It was reported that an autopsy was not performed and that heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. It was reported that the outcome was not considered to be device related, and that the device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to circulatory failure/cardiac arrest. The outcome was not considered device or therapy related. The device operated as expect.